Manufacturer narrative:
Possible aro. A ge rep evaluated the system and verified irradiated field was too large compared to the viewed field. Ge rep adjusted the collimator iris and adjusted fields to within tolerance. System operates as intended.

Event description:
Customer reported the irradiated field size is too large. No pt injury was reported.